Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-400s mg/dl). The infusion set site was changed and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg and was thinking it may be related to the type of infusion set. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.